Event description:
The pt experienced coupling and or communication issues due to overdischarge of the neurostimulator (ins). She could not use her pt programmer. She rec'd the poor communication screen but was able to charge it. She fell on her device 2 weeks ago. Further info has been requested.

Manufacturer narrative:
(B)(4).